Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A labeling review was conducted using the product label en-cf-ez1500dl-I_om_5.0. No anomalies were found. A risk review was performed and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water cylinder had foreign objects. There was no patient involvement.